Manufacturer narrative:
E2&3: initial reporter's title has been requested, but not provided. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) and a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device in question was manufactured prior to the design change measures that were taken to address this known issue. Consequently, investigation believes that the power switch damage was caused by the amount of force applied to the power switch and the number of uses exceeding the original design expectation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The old version of the main switch was installed on this device and was damaged. Additionally, a worn out scope socket was causing a poor connection. There was corrosion in the air tubing and the front panel was damaged. Furthermore, a non-olympus lamp was reading at less than 50 hours, with a light output within specification. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the power switch on the evis exera iii xenon light source was stuck and could not be pressed during preparation for use. There was no patient harm or consequence reported as a result of this event.